Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.

Event description:
The customer reported that the vertical lift column would not move up or down during a procedure. No pt injury was reported.